Event description:
The customer reported, the system displayed a battery charge error and would not work. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries and cleaned the high voltage connections. System operates as intended.